Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tip of the device melted and fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): added additional information: batch m9155f. The device was returned with tissue pad detached returned but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, the blade and clamp were damaged at the tip due to contact between the clamp arm and blade after the tissue pad was melted away. The device was connected to a test hand piece and generator and the device did activate during functional testing. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.